Event description:
A customer reported experiencing insufficient irrigation during multiple procedures on different dates. There was no pt harm reported. Additional information has been requested, however none has been provided to date.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).